Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed. The device involved in the event was not returned, it remains implanted; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) had percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On an unknown date the patient had a granuloma that was treated with silver nitrate and resolved. In (B)(6) 2017, the patient had some purulent exudate and antibiotic was started amoxicilina-clavulanico every 8 hours for 7 days.